Event description:
It was reported when using the bd pyxis medstation es system drawer failed and prevented the user from retrieving medication to patient. The customer added that they were able to get medication from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. The field service engineer confirmed that the customer resolved the issue by removing cubie pocket. The system functioned as intended after the field service engineer investigated the device.